Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support and during support, the pump need to be repositioned. Staff attempted to reposition but the pigtail was firmly wedged underneath papillary muscle. The pump was explanted. No patient harm was reported.